Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 70 years old patient with a valve model 11500a21mm, has been placed under consideration for a valve-in-valve procedure due to increased gradients after two (2) and six (6) months of implant duration. The gradient at hospital discharge was approximately 10 to 12 mmhg. At the 1 year follow-up after surgery, the gradient was slightly higher. Approximately two years after initial surgery, the patient returned to the doctor with symptoms of heart failure, with an echo gradient of 26 to 28 mmhg. Pulmonary hypertension of 44 mmhg was also identified.

Manufacturer narrative:
H10: additional narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this 70 years old patient with a valve model 11500a21 implanted in the aortic position was experiencing increased gradients after two (2) years and six (6) months of implant duration. The gradient at hospital discharge was approximately 10 to 12 mmhg. At the 1-year follow-up after surgery, the gradient was slightly higher. Approximately two years after the initial surgery, the patient returned to his doctor with symptoms of heart failure, with an echo gradient of 26 to 28. Pulmonary hypertension of 44 mmhg was also identified. As reported, the patient did not have to be re-hospitalized due to this event. The root cause of the increased gradients was still under investigation, as per the CT scan information pannus was the first possible cause, however valve thrombosis could not be ruled out, so it was decided to use warfarin as therapeutic test. As reported, no re-intervention was considered at that moment.